Manufacturer narrative:
Device received with bleeding lcd glass and missing segments. Unable to perform self test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify operating currents, frozen screens or rewind anomalies due to display anomaly. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window and reservoir tube window. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had black marks on the screen. Customer's blood glucose value was unknown. The customer stated that the insulin pump was locked and became unresponsive. The device will not be return for analysis.